Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2352-50, serial #: (B)(4), description:linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort when the stimulation was on and due to the placement of the peripheral system in the groin area. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort when the stimulation was on and due to the placement of the peripheral system in the groin area. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.